Event description:
It was reported that during pre-surgery, it was observed that the motor device did not turn. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not turn and the locking mechanism was corroded. Therefore, the reported condition was confirmed. It was determined that the device did not turn due to a worn motor and thermistor. The assignable root cause was determined to be due to damage caused by sterilization process/immersion during cleaning due to failure to follow instructions, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.